Manufacturer narrative:
The returned device was evaluated and the device was received deployed. The exposed portion of the soft cannula was observed to be stretched out of specification. Measurement of the soft cannula length was confirmed to be longer than specification. The timing and cause of this damage could not be determined. Although damage was observed on the soft cannula, fluid was able to flow through the entire fluid path with no issue. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to over 400 mg/dl. As treatment, the patient applied a new pod.